Event description:
Healthcare professional reports: protime system inr 5.7. Unspecified reference system inr 3.1. Pt therapeutic range not reported. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed.